Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
An additional procedure was performed to implant a second pulmonary artery pressure sensor. During the implant procedure, it was then determined that the original sensor migrated.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
An additional rhc procedure was previously reported (MDR-2025-09153-02) as the physician opted to implant a non-abbott pulmonary artery to replace the cardiomems as the waveforms were confirmed to be dampened. Additional information received reported that during that implant procedure, it was confirmed that the cardiomems sensor had not migrated. It was discovered that the cardiomems sensor was wedged into the distal end of the original branch it was implanted in, which the branch tapered and became too narrow for ample blood flow around the sensor causing the waveforms to become dampened. The clinic is unable to provide the patient weight after multiple requests.